Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements high out of range in the right ventricular (rv) lead. Technical services (ts) reviewed and recommended to consider lead replacement. This lead remains in service. No adverse patient effects were reported.